Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was eos, 298 charge processes had been documented. The memory content of the ICD was checked; disturbances in the ventricular channel could be seen in the available iegms, resulting in the high number of charge processes. The signal sensing of the ICD was then studied and proved to be free of noise. The ICD sensed supplied signals free of interference. Next, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. A 1-joule shock was triggered. However, the charge process was aborted after 0.4 seconds, which was due to the already severely discharged battery. Later, the device was opened. The electronic module was connected to an external voltage source. A fibrillation signal was fed in, and the module reacted according to spec with a defibrillation shock. The specified energy level of 30 joule was reached. The ICD had been implanted for 69 months, a number of 298 charge processes had been documented. The charge drawn from the battery was checked. The battery depletion proved to be as could be expected. The analysis did not show any indications of a material defect or mfg error. In summary, the analysis of the ICD showed no indications of a device defect. In particular, the signal sensing of the ICD proved to be fully functional. The battery depletion was to be expected after an implantation time of 69 months and 298 charge processes. The analysis did not find a mfg error or material defect on either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 69 months, oversensing with inappropriate shock was reported. The ICD and the lead were explanted.